Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that while changing his insulin cartridge the plunger of the cartridge became stuck on the piston rod of the infusion device and insulin spilled into the cartridge compartment. The pt was instructed on how to remove the plunger from the piston rod. The pt stated that he would dry the insulin from the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.